Event description:
The user facility reported three occurrences of pt reactions during dialysis treatment. All occurrences were with dialyzers from the same lot number. The pt experienced symptoms such as pain in their arms, legs, or chest and shortness of breath. The dialysis treatments were temporarily stopped, and the dialyzers were changed to another type. No blood was returned. The pts were treated with oxygen. When the dialysis treatments were resumed, the symptoms disappeared within a few minutes. The user facility reported that no pt complications resulted from these reactions. Event specific info was not available.